Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump did not deliver insulin. Patient reported high blood glucose of 500 mg/dl and symptoms of headache. Patient treated with manual injection insulin pen. Patient reported recurring no delivery alarms. Troubleshooting occurred and problem was solved after change of entire infusion set and reservoir. Product will not be returned for analysis.